Event description:
The customer claims that there is zipper damage to one of the side panels, but could not specify the problem. There was no pt injury reported. Inspection of the bed by posey shows that the window zipper slider body is open.

Manufacturer narrative:
(B) (4). Zipper damage. Results: evaluation of the returned product shows that the panel side a drainage port zipper at the start and end had a 1/4" tear. Panel side b drainage port zipper at the start and end had a 1/4" tear. Window side a slider body is open. (B) (4).